Event description:
Femur fracture caused when the surgeon was using the large calcar reamer and the broach. The surgeon cabled the fracture completing successfully the case. The stem implanted was an amistem-p.

Manufacturer narrative:
Batch review performed on 19-jun-2024 lot 2158810: (B)(4) items manufactured and released on 17-dec-2021. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review.